Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings:.completed investigation using returned battery cap. Leak test failed due to display lens and battery compartment leaking. Evidence of moisture on oled flex and within battery compartment. Battery compartment cracked at opening through rubber bumper. Unable to test buttons/display due to moisture in pump. Pump will not power on to verify screen, just beeps and vibrates with a blank screen.